Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that, during initial implant procedure, the lead exhibited high capture thresholds and was twisted completely. The lead was not used and was replaced successfully. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.